Event description:
The company received a report where it was claimed that the tube was found twisted during pt use. The caller reported that the pt suffered from tracheomalacia. The caller reported that the cannula deformed at the distal end of the lumen. The end clinician extubated the pt and reintubated with a replacement tube.

Manufacturer narrative:
Part number# 135-70 is not distributed in the us; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.